Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to atrial fibrillation (af) with rapid ventricular response. Technical services (ts) reviewed the ventricular episodes and stated that quick convert atp was given, and it slowed rate down although remaining portion of the reconfirmation was met and a single vf shock given with normal hv impedance. Ts recommended programming options. This device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to atrial fibrillation (af) with rapid ventricular response. Technical services (ts) reviewed the ventricular episodes and stated that quick convert atp was given, and it slowed rate down although remaining portion of the reconfirmation was met and a single vf shock given with normal hv impedance. Ts recommended programming options. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section e1 initial reporter title, initial reporter first name, initial reporter last name and section e3 occupation.